Manufacturer narrative:
The system was examined and the reported event was not replicated. It was found that phaco hardness was set at grade 2 for proportional torsional and phaco power at 100% maximum power by the site. This results in lower phaco power. There was no problem found with the system. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 7, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of no phaco can be attributed to the user changing the phaco settings themselves. (B)(4).

Event description:
Additional information was received from the customer indicating there was no product problem as the doctor interpreted the values on the screen incorrectly.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported experiencing no phacoemulsification. Timing of the event and patient impact are unknown. Additional information has been requested but not received. This is one of two reports being filed for the same facility. (B)(4).